Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white display. A white display is indicative of a device lockup condition which could prevent defibrillation therapy if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After further testing, physio-control was unable to duplicate the reported white display, nor was physio able to duplicate any device lockup conditions. As a precaution, physio-control replaced the device's display and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.